Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis verified the errors in the system logs and performed a visual inspection for any physical damage. Then, they installed the usm on a known good internal eft robot and programmed to customer latest software. They then went ahead and powered the system on in normal mode in which the system powered up with no errors or failures. They then installed the instruments and drove the system. During drive, no errors occurred and the system appeared to be operating as designed. They removed instruments, power cycled, and drove the system several more times. There were still no errors or failures confirmed. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer encountered repeated 23118 errors on universal surgical manipulator (usm) 4. The technical support engineer (tse) viewed the system logs and confirmed the 23118 errors pointing to an encoder on the yaw axis. The clinical sales representative (csr) stated that the error happened after the surgeon worked for a little bit and persisted after recovering. The surgeon was going to proceed using usms 1, 2, and 3 to complete the case. The csr would like the field service engineer (fse) to reach out to see when the system could be looked at. The tse recommended to hard power cycle the robot between cases. The csr stated that she would perform this after the cases had been completed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Further investigation was performed on this the usm. The usm was installed onto a patient side cart fixture test platform (pftp) where it passed with no issues. Since no issue could be replicated, parts will be replaced as a precaution based off the reported complaint and error logs. A gearbox inspection was also performed where no issues were found. As a result of these findings, a root cause could not be determined.

Event description:
Refer to h11 for follow-up information.